Manufacturer narrative:
The generator was returned for failure analysis, and the reported failure was confirmed and replicated. During visual inspection, the recognition error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of this issue is attributed to a generator defect due to issues with detecting the ground pad.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the grounding pad was not recognized. The clinical sales representative (csr) stated that they already replaced the pad and the cable, powered cycled the integrated electrosurgical unit (iesu) and they also had two different persons installed the pads, but the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) guided to check the ground pad settings, which set to either way with no improvement. The site did not have a force triad, so they took another iesu with the last set including the cable and the ground pad, and it was recognized. They took the same set to test on the iesu, but it was still not recognized. There were no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: as the iesu was not working properly, the customer elected to convert to another dv system.